Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a doctor that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 247 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller did not have any further information to provide. The insulin pump will not be returned for analysis.